Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 4(the motor arm cannot communicate with the main arm), and pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer was able to clear the alarm and able to rewind the pump. No harm requiring medical intervention was reported. No product return is required for mmt-1885.

Event description:
Update summary: the product will return for analysis.

Manufacturer narrative:
Unit passed self-test and displacement test. Unit successfully download to thump. No pump error 53 or pump error 4 alarms noted during test. However, confirmed in the history files the pump alarmed pump error 53 on (B)(6) 2024 08:22:36.000 and pump error 4 on (B)(6) 2024 08:22:36.000 due to software anomaly. Unit was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack and motor assemblies. The following were noted during visual inspection: corroded electronic assembly, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked battery tube threads, stained and faded serial number label, cracked keypad overlay, missing display window cover. The p-cap/reservoir does lock properly. Pump error 53 and pump error 4 were confirmed due to being found in history files and due to hardware anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.